Event description:
It was reported that this right ventricular (rv) lead had delivered one burst of inappropriate anti-tachycardia pacing (atp). 10 ventricular events were stored over four days and contained oversensed noise. Rv pace and shock impedances were stable and within normal limits. It was noted that the rv lead was implanted in 2012. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).